Event description:
It was reported the patient's lead migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the existing lead was explanted and replaced. Effective therapy was restored post procedure.